Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond appears to be due to challenging patient anatomy and procedural circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report movement of the deployed clip on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with posterior leaflet flail. Clip delivery system (cds 1106u101) was advanced to the mitral valve; however, after deployment, the clip shifted in position laying on the valve and the distal tip was pointed anteriorly. A second cds was advanced to the mitral valve to stabilize the other clip; however, leaflet grasping was not possible, therefore, the cds was removed. Imaging was difficult throughout the procedure. The procedure was completed with the mr at grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided regarding this device issue.